Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the unit has no alarm.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Other, not able to duplicate issue. R: shuts down with no alarm not duplicated e: alarm manifold hoses leaking, saturated sieve beds. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer is stating that the unit has no alarm.